Manufacturer narrative:
A review of the device's manufacturing records indicated that the original sensor lot met all requirements including sterilization requirements for release. Per data management system review, the user was actively using the system with a new sensor and up-to-date information at the time of complaint review. Development of infection at the insertion site is a known and anticipated potential adverse effect and does not require additional investigation.

Event description:
On (B)(6) 2026, senseonics was made aware of an incident in which the user reported an infection at the sensor insertion site. The user indicated that symptoms started one to two days following insertion on (B)(6) 2025. The symptoms were later confirmed as an infection by the healthcare. Provider. The infection led to removal of the sensor. The user reported doing well following removal.